Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change battery now. Customer's blood glucose was unknown mg/dl. The customer wanted to upload in carelink, change the battery the device kept alarming change battery. The customer stated that the display is blank. Customer was advised to wait for 30 minutes and then insert a new battery. The customer stated the issue is not solved with new battery and the device is unresponsive, not possible to start. The customer advised that we would send replacement via tnt.

Manufacturer narrative:
The insulin pump was received with normal operating current, no blank display during out testing and no unexpected replace battery now alert in the pump history. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay.